Event description:
Information was received that the patient had a battery change performed. The explanted generator was received into product analysis and is currently ongoing.

Event description:
Product analysis (pa) was performed on the returned generator. The reported allegations of premature end of life ifi = yes was not duplicated in the pa lab. The pulse generator diagnostics were as expected for the programmed parameters. A comprehensive automated electrical evaluation showed that the device performed according to functional. The battery, 3.046 volts (ifi range 2.74v - 2.41v) as measured during completion of the final electrical test, shows an ifi=no condition. The data in the diagaccumconsumed memory locations revealed that 13.954% of the battery had been consumed. The pulse generator was opened. With the pulse generator case removed and the battery still attached to the pcba, the battery measured 3.021 volts (ifi range 2.74v - 2.41v), an ifi=no condition. A visual assessment on the pcba showed no visual anomalies. The battery was removed and a postburn electrical test was performed. The beginning of life (bol) impedance of the battery may have been the contributing factor for the reported allegations of premature end of life. Other than the noted event of bol, there were no performance, or any other type of adverse condition found with the pulse generator. Additional information was also received from the sales representative indicating that per the physician's office, the reason they found the battery at end of service was due to the patient coming into the clinic for reported increase in seizures. The physician believed that the increase in seizures was due to the low battery, however the device was never at end of service pulse disabled and was noted to still be delivering programmed therapy per the data reviewed.

Event description:
Tablet data from the provider and sales representative was sent in and reviewed. Based on the data reviewed, it was found that the battery was beginning to rebound during the last visit on (B)(6) 2019. A low battery voltage can be observed at the beginning of life (~7.5% - ~10% initial battery consumption) when a 0.5v offset is removed from the battery around 7.5% battery consumption. Low battery voltages at the beginning of life for a m106 generator result from the typical impedance values of the generator at the beginning of the battery¿s consumption (typically around ~7.5% - ~10% initial battery consumption). The impedance values at the beginning of the generators battery life results in lower voltage readings, and therefore the 0.5v offset is added to all generator batteries at the beginning of life to alleviate confusion in the field. The battery will typically rebound before 7.5% battery consumption; and therefore, the 0.5v offset is removed at this point in time. In some cases, the beginning of life impedance behaviors may extend past the 7.5% consumption point, and these cases will result in a temporary low battery status since the event is related to the beginning of life and the device was noted to be rebounding, this is not considered a device failure.

Event description:
It was reported by the physician that the patient was implanted for 3 months and battery is already at 15-25%. The current settings the patient is programmed with were provided. The device history record's of the generator was reviewed. The generator passed final quality and functional specifications prior to release. No surgical intervention has been reported to date. No additional relevant information has been received to date.